Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead triggered a lead safety switch (lss) due to pacing impedance measurements low out of range. Technical services (ts) was consulted and noted that before the lss there was presence of noise. Ts provided reprograming options and suspected an insulation breach. This crt-p and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.